Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 205 mg/dl. The blood glucose reading at the time of the event was 56 mg/dl. The customer had a seizure. Customer stated that she was playing tennis. She was feeling low and removed the insulin pump and treated with jelly beans. Hospital treated the low blood glucose with glucose IV. Nothing further reported.